Manufacturer narrative:
The manufacturer previously reported an allegation related to the device's sound abate foam. This action was reported to FDA per 21 cf1 part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no serious or permanent injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found evidence of wear and tear around display. Yellowing of the clear plastic at the air inlet was observed. Dust contamination was observed in and around the air outlet/iso port. The manufacturer visually inspected the device internally and found dust contamination throughout the device internals. A piece of sound abatement foam was found between the blower box enclosure and below the pca. Moderate dust contamination was observed in the blower and on the impeller. Black particulate was observed throughout the airpath of the device. Multiple large pieces of sound abatement foam were observed in the blower box interior including a piece that had adhered to the blue blower assembly enclosure. Removal of the lower blower box assembly showed breakdown of the sound abatement foam, especially in the vicinity of the blower box air inlet. A large piece of this foam is missing and an even larger piece had broken off but was still outside of the blower box. During the removal process the foam was compressed resulting in indentations to the foam on one corner. The device's event logs were downloaded and reviewed. The manufacturer found evidence of 32 errors occurring. The manufacturer concludes there was evidence of sound abatement foam breakdown present throughout the airpath. The device has evidence of the presence of contaminants on the surface of the sound abatement foam and in the airpath. The presence of dust throughout the entire airpath, especially at the air inlet behind where the filter would sit, consistent with the source of at least some contamination being from an external source.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no serious or permanent injury. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer received information alleging an issue related to the continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.